Manufacturer narrative:
The event occurred in (B)(6). (B)(6) law doesn't allow product return.

Event description:
It was reported that none of the buttons on the infusion device were functioning. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.